Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the power module had a damaged bottom cover, a damaged rubber foot and four damaged rubber vent bands. Additionally, the battery was within the 14 month expiration term.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged housing and rubber foot and damaged rubber bands was confirmed via evaluation of the returned power module (serial number: (B)(6). The unit was evaluated at european distribution center (edc) and visual inspection revealed that the bottom housing was cracked near the unit¿s vent. Further inspection revealed that a rubber foot was cut. The unit¿s interior were then inspected and the rubber bands on the vents were observed to be damaged. Evaluation of the unit revealed that the damaged observed did not affect the functionality of the power module. The damaged parts were replaced. It should be noted that a new backup battery was attached to the unit as the backup battery was within 14 months of expiration. The power module was functionally tested without any issues and then returned to the rental pool. The root cause of the reported events could not be conclusively determined through this analysis. It should be noted that the manufacture date of the power module is 19oct2012. The device history records were reviewed and the records revealed that the power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 13nov2012. Heartmate 3 instructions for use (IFU) (rev. G) section 8, entitled ¿equipment storage and care¿ describes how to care for and clean all equipment, including the power module. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.